Event description:
Additional information received via email: the issues were noticed following sterilization after use but prior to any further use and removed from use immediately. No intervention needed but further tracheostomy tube needed immediately to replace affected tube. The event was resolved but this was the third occasion this has happened with this patient. No relevant tests/laboratory data. Other relevant history, including pre-existing conditions - the patient requires a tracheostomy tube to maintain the airway due to pharyngomalacia. Has chronic lung disease from prematurity with emphysematous bronchopulmonary dysplasia, and subglottic cysts. Was born at 24+5 weeks gestation and has previously required non-invasive ventilation at home and oxygen-ventilation stopped 1 year ago, and oxygen stopped recently. Concomitant medical products and therapy dates (excludes treatment of event). The patient uses tracheostomy tubes, suction catheters, suction machine, ng tube and feeding pump. The medications prescribed at the time of incident were omeprazole twice daily, levetiracetam twice daily and azithromycin every other day. Patient info was added. Occurred in family home. No adverse patient effects were reported by the customer.

Manufacturer narrative:
G5, d4: UDI, catalog number, model number expiration date and manufacture date is unknown. No product information has been provided to date. B3: date of event is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56, when additional reportable information becomes available.

Event description:
It was reported, that in two tracheostomy tubes. The introducer appeared rusty. And there appeared to be air bubbles in the tracheostomy tube, after sterilization following guidelines. This is the third instance of this issue occurring. Lot number unavailable. No report of patient involvement.

Manufacturer narrative:
Email is: (B)(6). No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.